Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that issue had occurred due to corrupted software. Fse replaced the x-ray pc, but the issue was not resolved. Fse reloaded the software on the suite pc and x-ray pc and after reloading the software, the issue was resolved. The x-ray pc was returned for analysis and part analysis did not indicate any failure. After reloading the software of suite pc and x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.